Event description:
It was reported, that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced front cover, rear case, left/right handle, rear door, barrel clamp, lock label, tube/sleeve drive, wiper seal, flange gripper retainer and left iui. Performed calibration. The probable root cause of the reported issue was, due to wear of the pca front cover. A review of the device history record showed, the device had a manufacture date of 26jan2012. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which confirmed, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.